Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of lo results. Customer states she feels well and requires no medical attention. The customer's expected blood results are 87-115mg/dl not fasting. Verified the strips expire 10/31/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test 140mg/dl and 133mg/dl fasting. Reviewed meter memory: (B)(6). Customers concern: lo. Customer states that meter time and date was not correctly set. No adverse event reported.

Manufacturer narrative:
(B)(4). Final root cause investigation has been completed. The most likely underlying root cause of malfunction: bent pin on strip connector was identified as the root cause. The meter had recent blood glucose readings; however, the device was unable to determine the cause of the bent pin.

Event description:
Customer complains of lo results. Customer states she feels well and requires no medical attention. The customer's expected blood results are 87-115mg/dl not fasting. Verified the strips expire 10/31/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test 140mg/dl and 133mg/dl fasting. Reviewed meter memory: (B)(6). Customers concern: lo; lo; lo. Customer states that meter time and date was not correctly set. No adverse event reported.